Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was to be used during an esophagogastroduodenoscopy (egd) procedure on (B)(6), 2012. According to the complaint, during preparation, the outer packaging on the 10-11-12 cre balloon did not match the flag label on the actual device; which was for a 15-16.5-18 cre balloon. This cre balloon was not used in the procedure and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was to be used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, during preparation, the outer packaging on the 10-11-12 cre balloon did not match the flag label on the actual device; which was for a 15-16.5-18 cre balloon. This cre balloon was not used in the procedure and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device revealed that the outer packaging was labeled accordingly and correctly (10-12mm balloon). The pouch was found to be opened at chevron seal; and the flag label on the device inside was different then the outer label. The device was removed from the pouch and inspected and no defects were noted. The balloon was inflated up to its 3 progressive inflation sizes and measured, per the flag label (15-18mm balloon). The balloon diameter corresponded with diameter referenced on the flag label. As the returned pouch was found opened during analysis, it cannot be proven that this device was present in the pouch upon unpacking during preparation. Therefore, the as reported failure mode cannot be confirmed and the most probable root cause cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): the label being incorrect. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.